Event description:
It was reported at implant the wire got stuck in the lead and broke. Another lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Primary analysis revealed that the guidewire was stuck in the lead. The distal conductor was distorted. The lead appeared to have been damaged at implant.